Event description:
The customer reported mainboard failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR : 15oct2019. The service technician confirmed the equipment prompts for alarm failure. After inspection, it was found that the buzzer is broken. The measuring resistance value is infinite. The buzzer was replaced, and the unit is repaired after replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported mainboard failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.